Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device was overdischarged. The representative met with the patient last month because of a suspected overdischarge- the device had been overdischarged on two other occasions. The patient had recharged their device but the representative was unable to communicate with their ins with the clinician programmer, patient programmer, and recharger. It was noted that the recharger was broken at the connection port. The patient complained that the device wasn't working properly after the previous overdischarges and it was explained that the battery life and capacity could be greatly reduced after the overdischarges. Their healthcare provider was going to try and schedule their surgery in the next two to four weeks. No further complications reported.